Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Microscope inspection shows that the set screw is damaged/rounded and foreign material is in the setscrew socket.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the device replacement procedure the device was connected to the lead. Even though they heard the torque wrench sounding normally, they realized that the svc coil pin of the lead came out. The svc was reconnected, but it was not possible to fix the screw. The physician suspected an issue with the connector block of the device and the device was not implanted, but replaced by another device. No patient complications have been reported as a result of this event.